Event description:
It was reported that the handpiece continued to run on its own and would not stop running prior to the start of an orthopedic procedure. There was no pt or user injury, and the case was then completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.